Manufacturer narrative:
To date, the device remains implanted. At this time, no additional information was received of the potential revision procedure. Due to no return of this device a root cause can not be determined by analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended out of range charge time of 27 seconds with a battery voltage of 2.67 v. Premature battery depletion (pbd) was suspected as the device declared eri 66 months post implant. The patient was scheduled for a follow up visit and a revision procedure in the near future. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
To date, the device remains implanted. A final report will be sent after information is received of the revision procedure. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
---